Manufacturer narrative:
The removed power supply was returned to the failure investigation lab (fi). A visual inspection of the power supply revealed no evidence of damage or contamination. The fi technician installed the power supply into a fi ventilator to duplicate the reported issue. The shorted q1 and f1/ f2 fuses open created the 0-volt output. Due to a power supply with 0 voltage output, the backup battery will not charge.

Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device's screen is lit red and no indicator light when plugged into the mains, cannot be turned on. Turns off during patient use. The device was in clinical use on a patient at the time the reported issue was discovered; however, the device swapped out for another ventilator and there was no adverse out come nor medical intervention provided to the patient nor delay noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was observed that the battery was not connected in the v60. The fse replaced the general system power supply unit to resolve the reported issue. The device passed required performance verification tests per philips standards.